Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead was replaced due to out of range impedances on electrodes 0-7. It was stated that the lead was disconnected and the impedances were re-tested using the "mltc." The impedances were still out of range. The lead was then replaced and an impedance check showed all impedances in range. It was also stated that there was no visual damage to the lead. The lead was reportedly cut to remove. It was reported a week later that the impedance check was part of a routine reprogramming and no patient symptoms were reported. It was further stated that the manufacturer representative did not have time to reprogram due to the patient's battery being low. 2013 (B)(4) (rep): additional information received reported that the patient had a follow-up appointment on (B)(6) 2013. It was later reported that the patient was doing "okay." It was stated that the patient had good coverage and she had been recharging almost daily to "exercise the battery."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 3550-39 lot# n282772, implanted: 2011 (B)(6), product type accessory product ID: 3 9565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).